Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a replacement procedure and this product was explanted and replaced.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The device had declared a battery status of elective replacement indicator (eri) due to extended charge times. Boston scientific technical services (ts) discussed eri protocol and the health care professional (hcp) was to follow-up with the physician regarding their protocol and scheduling the patient for a replacement. No adverse patient effects were reported.